Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient had hematuria during impella cp support. It was noted that the patient had concentrated dark red urine. The patient did not have a foley catheter. The team was recommended to assess the position and decrease p-level. However, impella weaning was initiated and explanted shortly afterwards. The patient remained stable.

Manufacturer narrative:
H6: type of investigation, added b11 and b13. H11: added the results of the investigation. Investigation summary: no product was returned for investigation. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot: 1960398. Device history review: device with sn: (B)(6) passed all post sterile inspection checks.